Manufacturer narrative:
Plant investigation: no test sample was returned for evaluation. Therefore, the reported failure pattern could not be reproduced. However, the problem could be understood from the available information. Although the machine files did not contain any information about the cause of the problem, the files were provided and reviewed. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A review of the device history record (DHR) was performed on the sensor box. No non-conformities were observed during the manufacturing process of this component. Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. A CAPA was opened to address this issue.

Event description:
It was reported that a novalung console displayed errors #206 and #208 continuously during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. A clinical team went to the facility to evaluate the flow sensor, and it was verified that the errors were occurring. Xenios technical support (ts) was contacted for further assistance. Ts indicated that there could be an issue with the sensor box. They advised using another flow sensor from a different device to see if that would resolve the issue. After some discussion, it was decided to switch ¿the complete set to [a] new console¿ [sic]. It was confirmed that the patient was stable after switching the console. No further details were provided in the initial reporting.

Event description:
It was reported that a novalung console displayed errors #206 and #208 continuously during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. A clinical team went to the facility to evaluate the flow sensor, and it was verified that the errors were occurring. Xenios technical support (ts) was contacted for further assistance. Ts indicated that there could be an issue with the sensor box. They advised using another flow sensor from a different device to see if that would resolve the issue. After some discussion, it was decided to switch ¿the complete set to [a] new console¿ [sic]. It was confirmed that the patient was stable after switching the console. No further details were provided in the initial reporting.

Manufacturer narrative:
Additional information: the g3 date used on the initial MDR submission should have been 06/27/2023, not 06/01/2023. The wrong aware date was inadvertently provided by the manufacturer, and has since been updated.